Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient was receiving the 'replace generator soon' message. The patient was able to successfully connect the programmer to wifi and download the pc app. The generator was placed in pairing mode and paired without issue. Therapy access was restored to the patient and the replace generator soon message was no longer displayed.